Event description:
--

Event description:
Boston scientific received information that the left ventricular (lv) lead seems fractured resulting to loss of capture. High oor pacing lead impedance (pli) was also observed. The field representative wondered how the impedance measurements affect the longevity of the device. Ts discussed that high impedance observed for a couple of months would not greatly affect the longevity. However, new device would make best remaining longevity estimate after 30 days. The lv lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Boston scientific received information that the complete lead returned and the suture sleeve were not returned on or with lead. Visual inspection found that the conductor coils were stretched and insulation was noted near the tip anode electrode. Polyurethane tubing was puckered approximately 435 millimeters (mm) and 445 mm from the terminal pin, which appeared to be the suture tie down sites. A bend was noted in the polyurethane tubing at approximately 455 mm from the terminal pin and there was torn inner insulation at the bend location. Further inspection revealed that the conductor coils are fractured also at the bend location. The fracture location appeared to be just distal of the suture sleeve tie down site.

Manufacturer narrative:
The product was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.